Event description:
Boston scientific received information that this device was emitting tones due to an alert that pacing impedance measurements were greater than 2000 ohms on the left ventricular (lv) channel. Lead testing was performed and in extended bipolar and true bipolar configurations, there was no change in the measurements. The lead configuration was then programmed to unipolar and impedance was 290-300 ohms tip to can. The issue may be addressed at a later date, but reprogramming resolved the issue for now. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains active in the patient and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.